Event description:
Biomedical engineering (biomed) received a call from the operating room (or) for the interfaces of a medtronic nerve monitoring system not connecting wirelessly. Biomed staff connected the interface to the system using a blue interface cable and the interface still would not connect to the monitor. This issue caused for the doctor and the or staff to encounter several difficulties while a patient was on the table. The main issue being that the patient was put at risk since nerve function could not be monitored during the surgery. Another issue biomed staff encounter was the monitor was not reflecting the setting that were originally programmed for the surgeons preference. Stm2 was not enable but it would continuously show up during the electrode check ¿ this prevented the device from passing the electrode check. Biomedical engineering investigated by taking the device out of service and contacting medtronic to help troubleshooting. Medtronic recommend we sent the interfaces out for repair and the result was the interfaces had a complete battery failure. Medtronic indicated that the stm2 issue could most like be caused by a software issue. The monitor was sent out to be checked by medtronic but was returned twice. They stated they could not replicate the problem. Biomed staff was able to resolve the issue by deleting the doctors profile and creating a new profile and updating the settings.